Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
No button response due to corroded keypad trace. No scrolling number display anomaly noted. The insulin pump was unable to verify alarm due to button keypad anomaly. The insulin pump received with minor scratched display window, cracked battery tube threads and cracked reservoir tube lip.

Event description:
Customer's mother reported that the numbers on the screen of the insulin pump started scrolling when trying to deliver a bolus. It was also reported that the customer received an unexpected restart alarm. Customer was unable to check the alarm history due to the buttons not responding. Blood glucose value was 150 mg/dl. It was advised to discontinue the use of the device and revert to a back a plan. It was advised the insulin pump would be replaced and agreed to return the product for analysis.